Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the air/water nozzle loosened, the angle wire technical required, the segment steel braid rupture, the bending rubber technical required, the insertion flexible tube (ift) buckled, the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the body cover grip broken, the remote control buttons cut, the brand plate missing, the r/l lock knob improper adjustment,the light guide cable buckled,and the suction channel buckled. ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).